Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: separated balloon and shaft retrieved with add'l balloon. Device issue. Shaft/balloon separation. It was reported that during an unspecified procedure, after a successful pre-dilatation, the device was removed from the pt; however, upon removal of the device, it was noted that the balloon shaft separated and the distal portion including the balloon remained in the anatomy. There was no resistance or kinking of the shaft noted. A smaller unspecified balloon was advanced and inflated, allowing the detached balloon and shaft to be successfully retrieved. There was no adverse pt sequela reported. There was no add'l info provided.